Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 35 mg/dl. The customer changed the infusion set the day prior to the event. The customer stated that the insulin pump gave him two warnings that his blood glucose levels were dropping. The customer stated he treated his blood glucose after he received the first warning, prior to the arrival of the paramedics. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.